Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Approximately five months after deployment of a palmaz genesis 8x24mm stent in the left subclavian artery, a stent fracture was found. The lesion had an 85-90% stenosis, was 20mm in length and had no calcification or angulation. The stent was post-dilated and post-procedure angioplasty revealed good wall apposition with improved timi flow. One month after the procedure, the patient complained of pain in the left shoulder and 4 months later the patient underwent a CT scan, at which time the stent fracture was identified. There were no reported adverse consequences. There was no additional treatment provided. The product remains implanted in the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. The subclavian vessels are prone to and undergo biomechanical forces such as flexion during movement. Also, the vessels may be compressed by external structures, including the clavicle and first rib. In this case, vessel/lesion characteristics and biomechanical forces likely contributed to the reported event. Film of the fractured stent was provided and the stent fracture was verified. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
Approximately 5 months after deployment of a 8x24mm 135cm palmaz genesis opta pro in a 90% occluded ostial lesion in the left subclavian artery, stent fracture was found. The stent was deployed at eight atm during deployment. Post-procedure angioplasty revealed the stent had good wall apposition, the timi flow was improved. Approximately five months post stent implantation; the patient had a follow-up visit when the physician found the stent was fractured. The patient's left shoulder suffered slight pain. The lesion had 85-90% stenosis and was 20mm in length. There was no calcification or angulation. Only one stent was placed during the initial procedure. The lesion was post-dilated with a cordis powerflex balloon catheter at 10 atm for 5 seconds. One month after the procedure, the patient suffered pain and the stent fracture was identified after 4 months when the patient went to hospital to get CT scan. There were no adverse consequences such as restenosis, thrombosis, flow limitation or aneurysm. There was no additional treatment provided.